Event description:
N/a

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) units doppler tether is not functional. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was being dispatched in order to evaluate the unit and during the period of an evaluation fse had replaced the assembly,tether which had corrected this issue. The device had passed all the functional and the safety tests according to the factory specifications. The defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing dept. Received part assembly, tether with a reported unit failure of doppler tether not functional. The failure analysis and testing dept. Performed a visual inspection and observed that the part connecting the tether line to the doppler, is damaged. The stop that holds the tether to the doppler is damaged. The fat dept. Verified the failure. Retaining the tether assembly in the failure analysis and testing department per procedure number (B)(4) rev. Ar. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.